Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The instruments were returned, visually and functionally inspected. Upon functional testing, the torque limiting driver performed as intended. The manufacturing and inspection records were reviewed and no relevant discrepancies were found.

Event description:
On 8/22/2018 it was reported to k2m, inc. That a surgery took place in which a torque limiting handle did not function as intended during final tightening. It was discovered during washout that a set screw had become loose. As a result, patient was revised on (B)(6) 2018 (related to 3004774118-2018-00139 and 3004774118-2018-00140).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 08/22/2018 it was reported to k2m, inc. That a surgery took place in which a torque limiting handle did not function as intended during final tightening. It was discovered during washout that a set screw had become loose. As a result, patient was revised on (B)(6) 2018 ( related to 3004774118-00139).